Event description:
During implant, increased sensing was observed on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient experienced no consequences.

Manufacturer narrative:
The reported event of increased sensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.